Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set cannula kinked event on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: the patient was notified that due to a bent cannula, insulin administration was unsuccessful. The patient also reported that their blood glucose readings exceeded 500 mg/dl. The patient expressed dissatisfaction with the overall quality of unomedical infusion sets. Prior to this, the patient had been using autosoft 90 for over two years, during which time they reported only one complaint. In (B)(6) 2024, the patient transitioned to using autosoft 30, and initially, no incidents were reported. However, the patient began experiencing several issues with the new infusion sets. These problems included bent cannulas, frequent occlusions, and difficulties during insertion. The patient had been rotating the infusion set placement among different sites, including the abdomen, upper buttocks, and thigh areas. As a result of these complications, the patient reported experiencing elevated blood glucose levels, with readings exceeding 400 mg/dl. This situation highlights the potential impact of infusion set issues on glycemic control and underscores the importance of reliable medical devices for patients managing diabetes. The patient's experience, transitioning from a relatively problem-free period with one product to encountering multiple issues with another, emphasizes the variability in individual responses to different medical devices and the need for ongoing evaluation of product performance and patient satisfaction.

Event description:
To date additional patient or event details have been received which are added in h11.

Manufacturer narrative:
MDR retraction: an initial medical device report (MDR) was submitted on (B)(6) 2025, with the manufacturing report number. Subsequently, based on the additional information received, it was found that the cannula of the infusion set was bent instead of kinked. Now, this case has been determined to be non-reportable after the additional information received on (B)(6) 2025. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.